Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26 but indicated that there was no occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read "high." To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.